Event description:
It was reported that a farawave was selected to be use in a pulse field ablation procedure. During the procedure the tech went to connect flush line and flush port glued portion broke with ease. The device was replaced and the procedure was completed with no patient complications. The device is not expected to be returned as it was discarded

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.